Event description:
It was reported that a pt's blood traveled up the IV set during an infusion. The customer stated that the device was programmed to deliver 230 ml of medication at a rate of 167 ml/hr. When the infusion was started, no drips were observed in the drip chamber, and blood was in the IV line. The IV set used was a "micron .22 filter tubing" and the blood traveled up to the filter. The customer also reported that the set was properly loaded into the pump and there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported back flow of fluid could not be reproduced. A flow rate test was performed using the event infusion parameters found in the history log (for a period of one hour) with the unit passing. Additionally, upstream occlusion and downstream occlusion tests were performed per the spectrum preventive maintenance procedure with the unit passing. No device malfunction could be identified.